Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 initial reporter : (B)(6).

Event description:
It was reported that when starting up the unit, the cardiosave intra-aortic balloon pump (iabp) unit alarmed and displayed a maintenance code# 14 and "maintenance may be required". . The unit was replaced with another and sent to biomed. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8,d9 device available for eval?, return to manufacture date, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions, component code, h11. Corrected fields: d4 UDI. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the motor control board. The fse completed all calibrations and performance tests. The fse completed a preventive maintenance (pm) with full calibrations, functional testing, and safety checks to factory specifications. The fse spoke with biomed the next day and was informed that the unit was still functioning properly. The fse instructed biomed to turn the unit off and restart to ensure that the unit did not alarm again at start up. The iabp was cleared for clinical use and returned to the customer.

Event description:
Na.

Manufacturer narrative:
Corrected data: h11 (root cause captured). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the motor control board. The fse completed all calibrations and performance tests. The fse completed a preventive maintenance (pm) with full calibrations, functional testing, and safety checks to factory specifications. The fse spoke with biomed the next day and was informed that the unit was still functioning properly. The fse instructed biomed to turn the unit off and restart to ensure that the unit did not alarm again at start up. The iabp was cleared for clinical use and returned to the customer. The following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne. The failure analysis and testing dept. Received part with a reported unit failure of an error code 14. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Tested for an hour with no issues found. Board passed testing. Sending the board to the supplier for failure analysis per procedure. The following was submitted by technician of the maquet failure analysis and testing dept. (Fat) wayne. Failure analysis received from the supplier for the part. They stated the part passed with no issues. Probable root cause for this part is not confirmed. Retaining the part in the failure analysis and testing department per procedure.the non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
It was reported that during use on patient, the cardiosave intra-aortic balloon pump (iabp) unit alarmed and displayed a maintenance code# 14 and "maintenance may be required". The unit was replaced with another sent to biomed. There was no patient harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).